Event description:
Pt developed mediastinitis following implant. The valve was explanted due to endocarditis. Blood cultures were positive for staph aureus. Pt experienced "intracranial infarct". A homograft was then implanted.